Manufacturer narrative:
Investigation summary: the provided lot number was not associated with the reported product. Multiple attempts were made to gather more information from the customer without success. Therefore, we performed a search for similar complaints of the reported problem. A review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting false positive sars result on an asymptomatic patient being screened for weekly testing for unvaccinated individuals. Customer states the result was confirmed negative by pcr the same day.